Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the single lumen peripherally inserted central catheter (PICC). The PICC was inserted on (B)(6) 2013 located on a male infants arm. The customer reported there was leaking at the connection which was discovered because the leaking tpn/il was visible. The line placement was successful to the left antecubital. The line was secured with steri-stips. Betadine was used for site prep. The PICC was removed and then flushed. The PICC showed there was a leak in the catheter tubing where the diameter gets wider as it gets close to the connector. A new PICC was then inserted into the pt. The customer further reported that there was no harm to the pt.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.